Event description:
In 2009, the pt reported that he had elevated blood glucose readings of up to the 300-400 mg/dl range four days prior. His normal range is 105-160 mg/dl. He stated, there are air bubbles in the insulin cartridge of his infusion device near the top. He stated the cartridge has cold insulin in it when he inserts the cartridge into his device. He was advised to use room temperature insulin only. He stated, the air bubbles appear several hours or the next day after he inserts the cartridge. He stated he works in a place that is not air-conditioned and gets very warm after inserting a cold cartridge. He removes the air bubbles by disconnecting from his device and priming the air bubbles out or by priming and changing the tubing. He was also advised to adjust the piston rod to 310 units when inserting a new cartridge. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.